Event description:
It was reported that the customer was hospitalized for low blood sugar levels. The customer was disconnected from the pump and went to injections. Originally, the customer went to the hospital due to hbgs. While at the hospital, the bgs had gone very low. Troubleshooting was done on the pump and there were no significant findings. The customer was advised to contact md to discuss possible causes of lbg.